Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore cause of event cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient underwent spinal fusion of c4-c7 in (B)(6) 2014. Post op patient complained of worsening of pain . Patient felt that the pain was worse now than it was before the surgery.